Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record was completed from the reported lot 5294511 and all inspections were in compliance with requirements. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause cannot be determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when removing the needle from the patient's vein, the student phlebotomist pricked her finger on the suspect device. The patient is (B)(6). It was reported that the clinician had previous experience using the device. No further information regarding treatment is available from the student or occupational medicine.